Event description:
It was reported that syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: it was reported by the health professional that a hair was found inside the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/12/2021. H.6. Investigation: one sample and one photo was received. Three more photos has been taken from various angles and sent to canaan plant for visual evaluation and sample sent to franklin lakes facility for fourier transform infrared spectroscopy analysis. Four photos were received and evaluated. One photo showed a filled 3ml syringe with customer attached tip cap (p/n 309657), a blister package from batch #1077213, and a vial of dexmedetomidine. A strand of foreign matter could be seen floating in the fluid path of the syringe. Another three photos of the same syringe were received showing various angles of the foreign matter strand. The foreign matter observed was non-conforming per product specification. The sample was sent to franklin lakes for fourier transform infrared spectroscopy analysis and analysis confirmed to be a strand of human hair. Potential root cause for the foreign matter defect is associated with the material handling process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1077213 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: it was reported by the health professional that a hair was found inside the syringe.